Event description:
The report received from the study indicated that approximately five months after the index procedure, the patient was admitted with chest pain. The patient's chest pain became more severe accompanied with ECG changes and elevated cardiac enzymes. The patient was diagnosed with a lateral wall, non-q wave myocardial infarction. The patient was taken to the cath lab emergently. The saphenous vein graft (svg) to the left anterior descending (lad) had a severe in-stent restenosis (isr) proximally with further thrombosis distally. The svg to the obtuse marginal (om1) also had a severe proximal isr. The patient's previously implanted cypher select plus 2.25 x 18 mm (stent #1) had a 95% isr with thrombus and the previously implanted cypher select plus 2.5 x 28 mm stent (stent #2) had an 86% isr. The restenosis and the late thrombosis of the first cypher stent (2.25 x 18 mm-stent #1) was treated with a taxus stent. The restenosis of the cypher 2.5 x 28 mm stent (stent #2) was treated by implantation of two additional drug-eluting stents (des/abbott) and one jomed stent graft.

Manufacturer narrative:
The indication for the index procedure was unstable angina. The patient was found to have three-vessel disease and had two lesions treated during the procedure. No staged procedure was planned. The patient's left ventricular ejection fraction was not provided. Lesion #1: the target lesion was a svg to the proximal lad. The lesion was reported to be: de novo, 2.3 mm vessel diameter, 15 mm length, an 80% stenosis, and type b2. The lesion was pre-dilated with a 2.0 x 10 mm balloon at 10 atm. A cypher select plus 2.25 x 18 mm stent (stent #1) was implanted at 20 atm. The stent was post-dilated with a 2.5 x 18 mm balloon at 18 atm due to the stent not being fully expanded. The residual stenosis was 0%. A satisfactory result was not obtained. The timi flows were not provided. Lesion #2: the target lesion was a svg to the proximal lad. The lesion was reported to be: a restenosis of a previously implanted taxus stent, 2.5 mm vessel diameter, 25 mm length, a 96% stenosis, irregular, and type c. A cypher select plus 2.5 x 28 mm stent was implanted at 20 atm. The stent was post-dilated with a 2.5 x 8 mm balloon at 30 atm due to the stent not being fully expanded. The residual stenosis was 15%. A satisfactory result was not obtained. The timi flows were not provided. The patient was discharged the day after the procedure. The patient was reported to have angina at the one and six-month follow-ups and was continuing her medical regimen. The patient had been admitted twice before the reported adverse event due to chest pain and was discharged on medical management. Please note that device is distributed outside the united states, however it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2008-02014 and # 9616099-2008-02015.